Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation to treat paroxysmal atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that while trying to flush the catheter, the flush port broke off and fluid leak occurred. No patient complications occurred. The procedure was completed using different farawave catheter. The product is not expected to return as disposed. It was further reported that no air was seen. The fluid leak was seen from the broken part.

Manufacturer narrative:
Correction was provided in section e1: (B)(6). D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation to treat paroxysmal atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that while trying to flush the catheter, the flush port broke off and fluid leak occurred. No patient complications occurred. The procedure was completed using different farawave catheter. The product is not expected to return as disposed. It was further reported that no air was seen. The fluid leak was seen from the broken part.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation to treat paroxysmal atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that while trying to flush the catheter, the flush port broke off and fluid leak occurred. No patient complications occurred. The procedure was completed using different farawave catheter. The product is not expected to return as disposed.